Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a device manufacturer representative (rep) regarding a patient receiving bupivacaine 7.5 mg/ml at a dose of 1.276 mg per day and dilaudid 5 mg/ml at a dose of 0.851 mg per day via an implantable infusion pump for spinal pain. It was reported the patient had a medication change in (B)(6) going from dilaudid to a dilaudid/bupivacaine mixture. After the prescription change, the patient noticed a loss of therapy. The hcp scheduled a dye study on (B)(6) 2016 and upon attempting to aspirate the catheter they were unable to remove any fluid/drug. Due to the inability to aspirate and go forward with the study, the patient was scheduled for a catheter revision on (B)(6) 2016. During the procedure, the pump pocket was opened and it was found that the pump had flipped. After restoring it to its original position, they were still unable to aspirate the catheter. They checked connections and decided to cut above the collet that connected the pump and spinal segments. They were unable to get cerebrospinal fluid (csf) flow so they opened up the patient's incision near the catheter entry into the spine. The hcp noticed that the distal catheter looked "kinked" and when it was straightened out, they were able to obtain csf flow. The hcp disconnected the anchor and re-anchored it so that the kink was no longer there. They then added a new pump segment and reconnected the catheter to the pump. The last precautionary step taken was to suture down the pump with its provided loops to avoid any future flipping. The issue, as of now, was resolved. In terms of cause, it was reported it looked as if the error was related to the flipping of the pump which may have caused a kink in the spinal segment. The implanting physician did not originally tie the pump down but the hcp did during the revision. Following the revision, the patient was receiving dilaudid 10 mg/ml at a dose of 0.851 mg per day. Further information was not provided including the exact date that the patient started experiencing the loss of therapy.

Event description:
Additional information was received from the health care provider (hcp). The patient first started experiencing the loss of therapy in (B)(6) 2016. Movement of the catheter caused excess length, which kinked the catheter at the anchor-catheter junction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.